Event description:
It was reported via email that the customer received a donation insulin pump belonging to another customer who never used it. The customer received a button error when trying to use the insulin pump. The customer stated he had to stop using his original insulin pump because the buttons would not respond. It was reported that the customer stopped using the insulin pump about 6-8 months ago. The customer reported the button error alarm. The customer stated the insulin pump was in his pocket and when removing it and got wet. The customer's blood glucose reading was 187mg/dl. Advised customer the insulin pump needs to be replaced and revert to backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.